Manufacturer narrative:
Section h6: added 10, testing of actual/suspected device. A review of the device history records did not reveal any non-conformances that would have contributed to the reported events. The DHR indicates that the lenses were processed per standard operating procedures and met all final release specifications. Additionally, a query of complaint-handling database revealed no indication of a lot specific product quality deficiency. However, there is no indication of a product quality issue with respect to manufacturing, design, or labelling. Our lenses are 100% thoroughly inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The risk assessment has been reviewed for the three-piece hydrophobic lens. The risk assessment identifies failed injection or damaged haptics to potentially be caused by the lens being improperly loaded such that the optic is bent or that the haptics are under compression. This is seen as a reasonably foreseeable misuse that may result in an extended surgery because of the damage to the lens/injector and a replacement is required. The severity of damage is seen as minor. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed as acceptable. It was stated by the customer that there was no damage noted to the device during preparation for use.based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory support device, poor handling during folding and inserting.

Event description:
Customer reported that a lens was implanted on (B)(6) 2024, but it was explanted immediately due to lens placement issues on their end. Another lens was implanted successfully. The yamane technique was used.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The returned device is on its way to the manufacturer. Therefore, a proper root cause analysis could not be completed, nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: · lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting.